Manufacturer narrative:
(B)(6). Despite efforts, the device is not expected to be returned.

Event description:
It was reported that a perforation occurred. During an aortic valve implant procedure, there was difficulty positioning the amplatz guidewire. Positioning the wire was attempted many times and a left ventricle perforation occurred. The patient's pressure dropped and intrapericardial liquid are noticed on echo. So a pericardiocentesis is performed. The perforation was treated with pericardiocentesis. No further patient complications were reported and the patient's status is good.